Manufacturer narrative:
This report is based on information provided by philips remote service engineer and philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the ECG connection was broken. The fse evaluated the device on site. It was determined that this was a malfunction of the dfm100 measurement module ECG+spo2, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the dfm100 measurement module ECG+spo2. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer replaced the dfm100 measurement module ECG+spo2 to resolve the issue. It has been concluded that no further action is required at this time.

Event description:
It was reported to philips that the device's ECG connection was broken. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.